Event description:
Brakes not holding.

Manufacturer narrative:
Technician states brakes not holding due to worn braking casters and worn brake block parts. Technician replaced worn braking casters and rebuilt brake block to resolve.